Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a reportable event on 07/25/2018, when the complaints team performed a good faith follow-up to the end user for a complaint which states "brush stuck/broken in channel" for video gastroscope model eg-2990i/serial (B)(4) received through the pentax medical service department. On 02/20/2018, the user called pentax customer service department requesting a return material authorization for their gastroscope, which had malfunctioned during pre-procedure inspection. Pentax medical issued RMA#(B)(4) for the return of the unit for further evaluation. On 02/21/2018, pentax complaints team performed a good faith follow-up to determine deportability. Based on multiple communication and a final follow-up which was received on 07/25/2018, it was determined that this event is reportable due to user found a stuck accessory in the water jet port in the procedure room during pre-procedure inspection. This malfunction did not and is not likely to contribute to or cause a serious injury or death of a patient or user. No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported, however the information reasonably suggests that if the malfunction recurs, the device or any similar marketed device is likely to cause or contribute to a death, serious injury, or other significant/important medical event as defined in 21 cfr 803, therefore pentax is reporting this event. On 02/22/2018, the gastroscope was returned to pentax medical for evaluation. The pentax endoscope technician found a stuck piece of plastic accessory in the water jet port. Other inspectional findings included: insertion tube gauge/dig at stage 1. Control body grip scratched. Light carrying bundle has less than 70% transmission. Passed wet leak test. Insertion tube burn mark. Passed dry leak test. Customer complaint confirmed. F/w jet function testing not performed unit compromised. Pve connector housing scratched. Eto vent valve attaching screw broken. Forward water jet socket accessory stuck inside. Repairs were performed on the device which included replacement of the following: o-rings and seals, distal end assy with tubes, light guide fiber bundle (lcb), bending rubber, distal attaching plate, segment assy attaching screw, insertion flex tube, segment attaching screw, eog valve assy, eog valve tightening screw imp-1, jet socket. The video gastroscope was returned to the customer on 03/31/2018.